Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02381. It was reported the patient experienced intermittent stimulation and overstimulation since he fell off a ladder. In addition, the programmer intermittently is unable to communicate with the ipg. Lead diagnostics revealed multiple high impedances. An x-ray was taken and showed no anomalies. Surgical intervention may be pending to address this issue.